Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort, limited mobility, grinding sensations, audible squeaking and toxic cobalt and chromium metal debris to be released into the tissue. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update--pfs and medical records received (B)(6) 2016. After review of the medical records for MDR reportability, litigation alleges patient's leg would "give out" and she would fall. The medical records indicate pain in groin, tingling/numbness lateral distal thigh, and that her knee would buckle. Revision operative note indicates cup malposition, excessive polyethylene wear, and posterior impingment, but contain no information to support audible squeaking, or toxic cobalt and chromium metal debris release. It is noted that the patient possessed a polyethylene liner before revision, which would not contribute to metal ion toxicity or metal debris. No labs for metal ion levels present. Stem and cup added to complaint, and implant bearing wear-polyethylene, and implant position-malposition harms added to complaint and FDA coding. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral stem. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Updated dor. Added lawyer in the associated contact.